Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 20:19:13. During night drain cycle five, the patient's ultrafiltration reading was 2581ml, indicating the home patient (hp) drained 2251ml more than their maximum programmed fill volume of 2200ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error, tidal total uf removal set too low. Homechoice and homechoice pro apd systems patient at-home guide. Section 9 "operating instructions - change program" states this warning in table 9-7 on page 9-21 "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an increased intraperitoneal volume (iipv) situation." Page 9-22 states "seventy percent (70%) of your normal night uf is a good starting point for determining your optimum total uf." If any additional information is received, a follow-up will be sent.